Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the adc device. The caregiver reported a higher sensor reading of 112 mg/dl against reader's built-in meter result of 33 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer developed symptoms of sweating and "color change", and was taken to hospital for unspecified treatment. There was no report of death or permanent injury associated with this event.